Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega suturecut needle driver instrument exhibited abnormal behavior where the jaws did not respond as intended and the wrist rotated uncontrollably in the opposite direction. No visible damage was observed upon inspection, and the issue was confirmed by comparison with another instrument. The procedure was completed with difficulty using the same instrument. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: no patient injury was reported, and no visible damage or abnormalities were observed on the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.